Event description:
The universal handle broke during surgery. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
The unviversal handle broke during surgery. [Customer].